Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 27, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample tissue expander no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed two (2) tears from the union between the shell and the bladder. Microscopic examination was performed, and the cause of the deflation could not be identified. According to manufacturing investigation, from the review of the complaint device received, there is no evidence of poly sheet presence that could be affecting to the tears found at the union between the shell and the bladder. The process controls and data records collected for the deflated tissue expander are within specification. The tears observed on the reported device are not able to be confirmed as manufacturing related. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with a 550cc mentor cpx 4 breast tissue expander with suture tabs experienced left sided deflation post procedure. As a result, explant was performed on an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 7, 2024. The explant date was obtained. Explant was performed on (B)(6) 2023. The investigation of the photograph provided was completed by the failure analysis lab on february 26, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. But no rent/puncture could be observed on the image provided. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on march 5, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with receipt of the device. The procedure was a breast reconstruction revision. Replacement with mentor tissue expander was performed with explant. Manufacturer¿s reference number: (B)(4).